Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Furthermore, perforation or pericardial effusion or cardiac tamponade are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown product performance issue. This rv lead was replaced with the same model. No additional adverse patient effects were reported. Additional information received indicating that the patient with this right ventricular (rv) lead had perforation from the lead. Hence, resulted to lead explant.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown product performance issue. This rv lead was replaced with the same model. No additional adverse patient effects were reported. Additional information received indicating that the patient with this right ventricular (rv) lead had perforation from the lead. Hence, resulted to lead explant.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown product performance issue. This rv lead was replaced with the same model. No additional adverse patient effects were reported.